Event description:
It was reported that while using the surgical laser, they were "enucleating the prostate by lasing but as the laser wasn't working well and yielding little air bubbles, surgeon stopped using the laser". "Patient was under spinal anesthesia". The case was completed with a "bipolar resection". Patient outcome: no report of injury to the patient.